Manufacturer narrative:
Unit received with loose/protruded drive support disk, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
Customer reported via phone call to have received the drive support cap notice. Customer reported that drive support cap was sticking out. Customer's blood glucose was 134 mg/dl. Insulin pump would be replaced.